Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital discarded the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, while removing the neuron max 6f 088 long sheath (neuron max) from its packaging, the physician unintentionally kinked it and it became fractured around the hub. The damaged neuron max was found prior to use and was not used for the procedure. The procedure was completed using a new neuron max.